Event description:
Customer states: during pre-test prior to use on a pt, a doctor at hospital observed the pilot balloon was deformed and he could not use the instrument to measure the cuff pressure. No pt involvement.

Manufacturer narrative:
The sample is currently in transit to the mfg site for investigation.